Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report from a consumer in united states was identified in the internet on (B)(6) 2013. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and stated that her whole life revolves around the pain, it became very debilitating. She opted for hysterectomy. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted for birth control. The consumer stated her whole life revolves around the pain, it just became very debilitating (start date not reported). Consumer said say she did not have the problems before essure. Consumer opted for hysterectomy. Consumer hoped that in a month she would be on the path to being pain free. Reporter considered the event was related to the essure. No further information is available. Follow-up information on 08-nov-2013: the consumer stated that she was prepping for surgery that many women her age usually don't have to consider for years. She also stated that never thought at (B)(6) she would have everything gone, she said it's kind of like her womanhood will be ripped out from her. Follow-up information was received on 04-dec-2013: the local health authority was added as reporter with the reference number mw5031830. Essure procedure took place as outpatient surgery at a major teaching hospital under general anesthesia. The procedure was complicated due to device failure in the right tubal ostia, requiring a second attempt, which was considered satisfactory. No adverse event was filed. The patient was in pain on the right side when she woke up, and had been experiencing varying degrees of pain ever since. At first, she considered as "nuisance", but it had become severe enough to interfere with her daily life. She had to quit her job due to her symptoms. In addition to abdominal pain, she experienced painful sex, extreme fatigue, joint pain, and rashes since the procedure. In the last 10 months prior to the report, she had a constant low grade temperature and bouts of abdominal swelling, loss of appetite, brain shocks, and swollen joints in her fingers. She went from visiting the doctor an average of 2 times per year, prior to her procedure, to 17 visits since essure was placed 2 years prior to this report. She had also endured multiple blood work ups, 4 ultrasounds, a CT (computed tomography) scan, pelvic x-ray, a month of physical therapy, a cortisone injection, an exploratory laparoscopy where adhesions were found and cut, and lupron to rule out endometriosis. The presence of adhesions had no explanation since she had not had abdominal surgery, pid (pelvic inflammatory disease) or any other common cause. Her primary care doctor suggested a correlation between the coils and her ongoing health programs. Her physical therapist suggested a possible foreign body reaction. At the time of this report she was under the care of a gynecologist and in the process of scheduling a hysterectomy to remove the coils and find relief from inflammation and severe pain in her abdomen/pelvis and hips. She stated that she was not able to fully function as a wife, employee, homemaker or mother and it was affecting her mental well being as well. Follow-up received on 27-jan-2014: ptc assessment was provided. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), processing essure cases in dev@com. Medical assessment: the medical events reported are not indicative for a quality defect per se. The medical events were reported with an occurrence over a period of 2 years and are of broad nature. The case refers also to a usability issue. No complaint sample was provided for further technical investigation. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. The reported usability issue will be subject to post market surveillance monitoring. Follow up information received on 30-apr-2014: consumer screen name added. No other information provided. Follow up information received on 25-sep-2015: the consumer reported she endure physical pain and mental anguish for 2 years after being implanted with essure. Her major complaints were abdominal pain, painful sex, extreme fatigue, joint pain, rashes, and abdominal swelling. Her primary care doctor finally told her that if she could not convince a gynecologist to remove them, he would refer her to a general surgeon. She was finally able to find a doctor at a small practice who would discuss essure removal. After an internal exam where she convulsed off the table in pain, he agreed that they needed to come out right away. She had a hysterectomy on her (B)(6) birthday. Case upgraded to incident. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain in her abdomen/pelvis and hips, severe enough to interfere with my daily life. A hysterectomy was performed. Severe pain in abdomen and pelvis are listed in the reference safety information for essure while pain in hips is unlisted. These events were considered serious due to their medical importance. In this case, no alternative explanation was provided. Considering the nature of the events pain in abdomen and pelvis, a causal relationship with suspect insert cannot be excluded. With regards to the other event, a causal relationship can be excluded considering that a contributory role of essure is unlikely. This case was upgraded to incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect. No further information is expected.